Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant evo stent graft was implanted in the endovascular treatment of a thoracic aortic aneurysm. It was reported approximately 58 months post index procedure that there was evidence of a type iiib endoleak. No relatedness assessment has been provided. No additional clinical sequelae was provided and the patient will be monitored. It was also reported that the distal stent has increased in size to 43 mm diameter (this is a 34mm stent). There is a presumed type iii endoleak but not proven fabric defect. It was confirmed that the device vemf3434c100ce (sn (B)(6)) contains only the reported type iiib endoleak and the stent ring enlargement was identified in the device model vemc3434c175ce (sn (B)(6)).